Event description:
A report was received that the patient¿s scs system stopped working. High impedances were noted. Hardware failure was suspected. The patient will undergo a revision wherein the leads and ipg will be replaced.

Event description:
A report was received that the patient¿s scs system stopped working. High impedances were noted. Hardware failure was suspected. The patient will undergo a revision wherein the leads and ipg will be replaced.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of high impedance was not confirmed as various test leads were inserted in both ports. All impedance readings were within normal range. High impedance readings could not be duplicated in the lab. The device exhibited normal device characteristics.

Event description:
A report was received that the patient¿s scs system stopped working. High impedances were noted. Hardware failure was suspected. The patient will undergo a revision wherein the leads and ipg will be replaced.

Manufacturer narrative:
Additional information was received that no malfunction was suspected with the ipg. The ipg replacement was for better coverage.

Event description:
A report was received that the patient¿s scs system stopped working. High impedances were noted. Hardware failure was suspected. The patient will undergo a revision wherein the leads and ipg will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein everything was explanted and was replaced with a new spectra system. The physician suspected device malfunction with the ipg. The patient was reportedly doing well postoperatively. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.